Event description:
It was reported that the patient was admitted to the hospital for an increase seizures. When the device was interrogated, high impedance was found. Full revision surgery occurred. The explanted devices were reported to have been discarded by the hospital.